Event description:
It was reported that a minimum fill notification occurred while caller attempted to load new cartridge, despite having sufficient usable insulin remaining in cartridge. There was no adverse impact to the customer¿s blood glucose level. Caller reloaded same cartridge, which resolved issue, and then successfully loaded cartridge onto pump and resumed insulin use.